Event description:
It was reported that blades were dull and a corneal wound was made larger than intended and resulted in the need of a suture which, as per the surgeon, is not unusual, but is not the current normal practice. The doctor stated that most cataract surgeries are done as sutureless surgeries. No pt harm or serious danger was reported.

Manufacturer narrative:
The date of the event is estimated. All other prod info recorded on this form applies to both devices. The devices were not returned for eval. Results - the devices were not returned for eval. Conclusions - relevant portions of the device history record were reviewed for the finished good lot numbers reported. No relevant findings were noted. (B) (4).